Event description:
I had lasik on both eyes in (B)(6) 2003. My vision was corrected from 20/25 left eye, to 20/20 left eye and 20/25 right eye. I also experienced improved color detection. Approx 5 years after lasik surgery, my right eyeball became swollen and I could not see from it. My ophthalmologist could not determine the reason. I returned to the dr who performed my lasik surgery but he said his vision also declined about 5 years after his surgery. No one addressed my swollen eyeball. It eventually returned to normal size, but my acuity and overall vision improvement, I experienced after my lasik procedure, never returned, but instant continued to decline. Today, my left eye is 20/25 and my right eye is 20/65 - worse prior to my lasik. Dr scott hyver performed my surgery in 2003. I continued with dr edward manche in 2013, but he advised me to not have any corrective surgery performed. FDA safety report ID# (B)(4).